Manufacturer narrative:
(B)(4) follow up for device evaluation. A report was received indicating the presence of foreign matter. To support the investigation, one sample and multiple photographs of a 1 ml luer-lok syringe were provided for evaluation by the quality team. The sample arrived fully assembled and loose. Upon examination, a white particle was observed embedded near the roof of the barrel, specifically in the non-scale marking area. All submitted photographs were reviewed and found to be consistent with the condition observed in the physical sample. This embedded foreign matter condition is non-conforming to product specifications and is associated with the molding process. A device history record review was conducted for material number 309628, lot 3122727. The review confirmed that all visual inspections were performed in accordance with requirements, and no quality notifications related to the reported condition were identified. The lot was inspected and accepted based on the inspection control plan, approved for shipment, and determined to be in compliance with product specification requirements.

Event description:
It was reported that the bd syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: material#: 309628, batch#: 3122727. Verbatim: rcc received a complaint via email. Regeneron complaint number (B)(4). Complaint description on 30jun2025 xxxx was informed of an event with eylea 8mg vial kit which was categorized with the defect foreign matter fm - syringe on (B)(6) 2025, the office staff reported the following: ¿there was rubber in the vial.¿ xxxx ldp xxxx ldp lot: 8463800036 1 ml syringe: catalog: 309628 lot: 3122727. Investigational request /return component status please provide a shipping label to forward sample to bd. Please perform an investigation regarding 1ml syringe to review the manufacturing and release process for detecting particles/bubbles noted within the syringe wall as noted in (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.